Manufacturer narrative:
An exhalation valve module (evm) was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis and a diagnostic code was logged. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component in the flex circuit assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator¿s settings were locked out and it generated a constant alarm. The ventilator was not in use on a patient at the time of the reported event.